Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to this complaint, residual moisture was observed on the display screen and on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the up arrow and backlight buttons were sticking for two weeks and were getting worse with time. The patient reportedly wore the pump in a case on the outside of clothing and did not clean the pump.